Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava defibrillation coil after a shock therapy for ventricular fibrillation (vf). The high impedance alert triggered a remote transmission to be sent for review. The patient was suspected to have expired based on the electrograms presented. An obituary confirmed the patient to have died. No further information was reported or could be obtained.